Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Device memory did note that on (B)(6) 2016 the shock impedance did measure 2 ohms. Shock impedance ranged from 60 ohms to 45 ohms between (B)(6) 2016 and (B)(6) 2017 excluding the 2 ohms measured on (B)(6) 2016. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted for reported normal battery depletion four months later and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement for the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) . Boston scientific technical services (ts) was consulted and reviewed. Upon review it was noted the shock impedance was stable at 50 ohms and then went to 2 ohms. Ts discussed bringing the patient in for further troubleshooting. At this time the physician has opted to continue to monitor the patient until a normal battery depletion change out. At this time the rv lead and crt-d remain in service and no adverse patient effects have been reported.